Event description:
It was reported that the customer experienced a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by guiding them through a pump reset, which resolved the issue as the error did not reoccur, and the customer successfully started their sensor session.